Event description:
It was reported that when using the bd pyxis¿ es server, all the stations were in critical override and was unable to remove meds. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient and the user had to dispense medication from another location. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the formulary synchronization failure between the server and pyxis stations. The technical support specialist restarted the data synchronization service, verified medication approval, and guided the customer to unload, delete, re-approve, and reload the medication correctly. The system functioned as intended after the technical support specialist troubleshot the device.